Event description:
Information received indicates, the casters are not holding in brake at the head end of the bed.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.